Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. The peritonitis was manifested by abdominal pain and by feeling sick. One day after onset, the patient was hospitalized for the peritonitis event. Beginning the day of onset, the patient was treated with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the month prior to the receipt of this report, therapy with ceftazidime and cefazolin was discontinued and the patient began treatment with vancomycin (dosage, route, frequency, and duration not reported) for the peritonitis event. Therapy with vancomycin continued until one day following the initial receipt of this report. Dianeal therapies were ongoing. After being hospitalized for six days, the patient was discharged. The patient was recovering from the event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.